Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed no related alarms or issues. The battery compartment was found to be undamaged. The battery cap was able to be secured properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.